Manufacturer narrative:
(B)(4).

Event description:
The abstract of an article was received which studied vagus nerve stimulation treatment in 14 children with pharmaco-resistant epilepsy specific to a single facility. One patient experienced a post-implant complication of unilateral vocal-cord palsy which was stated to be to vns surgery. No additional or relevant information has been received to date.